Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used in the esophagus during a variceal banding procedure on (B)(6), 2011. According to the complainant, during the procedure, the physician successfully deployed the first two bands. However, no additional bands were able to be deployed. The device was removed from the patient and the remaining bands were found to be "tangled" and overlapping one another. The procedure was completed with another speedband superview super 7 multiple band ligator device. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used in the esophagus during a variceal banding procedure on (B)(6), 2011. According to the complainant, during the procedure, the physician successfully deployed the first two bands. However, no additional bands were able to be deployed. The device was removed from the patient and the remaining bands were found to be "tangled" and overlapping one another. The procedure was completed with another speedband superview super 7 multiple band ligator device. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the trip wire was attached to the handle and partially wound onto the spool. The ligator head was not returned for analysis. Additionally, the suture, which did not appear to be broken, was attached to and entangled with the tripwire. Several kinks were present in the tripwire. Functionally, the handle clicks appropriately with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint that the bands failed to deploy. Although the ligator head was not returned, the suture and tripwire returned entangled, and the suture was separated from the ligator head. During manufacturing, speedband devices are 100% inspected for device integrity so the observed damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.